Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer were hospitalized visited to emergency room due to low blood glucose on (B)(6) 2020 with blood glucose of 90 mg/dl. The customer's current blood glucose was 90 mg/dl. The customer did not experience any symptoms such as a result of low blood glucose. The customer was treated with intravenous glucose. Troubleshooting declined for low blood glucose and over delivery. The insulin pump will not be returned for analysis.